Event description:
This device was changed out due to eri on (B)(4) 2012. There are no adverse events reported for this pt. The device was retained at the hosp. Should add'l info become available this file will be updated.